Event description:
It was reported the customer's act button was sticking. The mother also reported unusual air bubbles in addition to condensation under the insulin pump's screen. It was also found the customer had frequent battery changes. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)